Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated infusion set occlusions while using an infusion set (contact detach), resulting in an incomplete mealtime bolus with approximately 30 percent delivery and subsequent hyperglycemia reported at 400 mg/dl. The user initially cleared an occlusion via a fill tubing procedure, then experienced another occlusion during the meal bolus, and ultimately resolved the issue after performing a full supply change, with no further occlusion alerts. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user-performed automated corrections from a missed dose, with blood glucose trending down during the call without hospitalization. Investigation included troubleshooting and user education through customer care. Investigation of this case revealed an insulin flow interruption due to infusion line occlusion associated with the infusion set, which was resolved by replacing the infusion supplies. It was concluded, based on previously established findings for similar reports, that the cause was occlusion of the insulin path related to the infusion set.